Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the usm to resolve the issue with the cannula sensor error. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have an error 1162. The unit was tested on an inhouse system where it failed normal mode. The unit was also tested on a pftp and failed check cannula for not recognizing with error 1162. A golden cannula flat flex cable (ffc) was installed and passed the check cannula test on retry. The reported 1162 error was confirmed via related notifications, remote fe and was replicate inhouse on pftp during testing. The cannula ffc and axes controller spar connector (acsc) printed circuit assembly (pca) will be replaced as a fix for the reported error 1162. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during da vinci-assisted bilateral inguinal hernia surgical procedure, site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report the universal surgical manipulator (usm) 2 had an error asking to disable the usm. Prior to calling, the site restarted the system with no change. The tse viewed logs and found error 1162 indicating a cannula sensor error on usm2. The tse walked the customer through two hard power cycles and had them exercise a cannula into the usm 2 mount with no change. The customer was electing to disable usm2 and proceed as a 3-arm procedure. The procedure was completed with no reported injury.